Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. The insulin pump had broken battery cap, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer's blood glucose was 312 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the alarm. The customer mentioned that the drive support cap was cracked. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.